Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the lights are out in port one (1) and two (2) before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined but did not indicate finding any issue related to the reported event. However, the lamp was replaced. The system was tested and found to meet product specifications. The system was manufactured on june 25, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).